Event description:
It was reported that during a clinic visit, the patient with this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated using the programmer. As a result, the patient was advised to use home monitor to send a transmission of the device data remotely. Technical services (ts) reviewed the issue and assisted the patient to successfully complete the patient initiated interrogation (pii). No adverse patient effects were reported. This crt-d remains in service.